Event description:
Pt on dialysis machine. Control buttons difficult to activate through entire treatment. At the end of the treatment, the "confirm" button would not work. Attempt to manually crank machine to return blood without success. Then all buttons froze up. Approx 200 cc blood loss in dialyzer.